Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable broke at the end with the "prong". Reportedly, when the customer attempted to charge the pump they observed that the "prong" was still inserted in the usb port of the pump. Customer removed the "prong" and was able to successfully charge the pump with an alternate usb cable. Additionally, it was reported that the metal "prongs" on the wall adapter had become dented due to wear and tear. Reportedly, customer was able to charge the pump using an alternate wall adapter. Customer's blood glucose was 138 mg/dl.